Event description:
It was reported that the patient was experiencing constant low power alarms. These alarms only occurred when the patient was on battery power and the alarms were associated with the white lead. The patient cleaned the contacts on the clips and batteries, alternated out the back-up clips and batteries but the alarms persisted despite these changes. The patient exchanged their system controller and the alarms resolved. The system controller will be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was not confirmed. The heartmate system controller (serial #: (B)(6)) was not returned for analysis and no log files were submitted. Multiple good faith attempts were sent asking for the shipping status of the controller; however, to date no response was received. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via log file analysis. No external power and power cable disconnect events were also confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review spanning approximately 3 days ((B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022 per timestamp). Events on (B)(6) 2022 are from product testing at abbott. At the beginning of the log file on (B)(6) 2022 at 22:25:50 - 22:25:52 there were atypical power cable disconnect alarms on the black power cable while the white power cable was disconnected. This was coincident with rsoc invalid faults and cleared on its own. On (B)(6) 2022 at 23:13:39 - 23:13:52 while the black power cable was disconnected there was an atypical rsoc invalid fault on the white power cablecausing low voltage, power cable disconnect, and no external power alarms. This event was cleared once the power cables were reconnected to the mobile power unit. On (B)(6) 2022 at 8:07:19 - 8:07:51 there was a no external power alarm due to the bus voltage decreasing to ~0v on the white power cable and the black power cable being disconnected. The backup battery provided power during this event and the event cleared once both power cables were connected to external power. On (B)(6) 2022 at 9:43:32 - 9:43:48 there was an atypical power cable disconnect on the black power cable while the white power cable was disconnected causing a no external power alarm. The backup battery provided power during this event and the event cleared once the controller was connected to 14v battery power. Throughout the log file there were also power cable disconnect alarms on the white power cable in which only the bus voltage would decrease. These would clear on their own. There were no other notable events in the log file. Pump operation was not affected. The heartmate 3 system controller was tested and passed all stages of testing with no issues observed. The unit was able to operate on a mock loop for an extended duration with no alarms activating. The reported event was not reproduced during testing. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.